Manufacturer narrative:
Only one of the three alarms summarized in this report was returned for evaluation. The returned unit does not sound when the pull magnet is taken off from the magnet plate due to a defective reed switch that likely failed due to wear and tear. The alarm was over 24 months. The other two alarms not returned were over 24 months old. The reported issue of the alarm not sounding cannot be confirmed. With the information available and without the return of the alarm, it cannot be determined what the alleged failure was related to. Based on previous complaint investigations and the age of the alarms, the likely cause of the event is wear / tear or impact such as dropping or bumping. At this time, there is no evidence that a manufacturing non-conformity contributed to the complaint. (B)(4). Q4 2017 asr report e2015006.

Event description:
This report summarizes three malfunction events. The alarms have power but do not sound. Q4 2017 asr report e2015006.